Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse confirmed the dl error flags via the error log. The customer stated that they believed the errors occurred when switching between substrate bottles. Fse replaced the substrate syringe assembly and performed daily check on both bottles. The customer was subsequently able to run quality control (qc) and 63 patient samples with no dl flags occurring. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000st operator's manual appendix 3- flags was reviewed. A "dl" flag indicates a malfunction in the detector unit or substrate dispense failure. The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the substrate syringe assembly.

Event description:
It was reported that the customer received sporadic dl flags on their aia-2000st analyzer. The customer attempted to troubleshoot by making new substrate and receiving additional assistance from an engineer on site. The error resolved initially; however, the problem reoccurred. The customer was unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), luteinizing hormone (lh ii), follicle-stimulating hormone (fsh), and progesterone iii (prog iii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.